Event description:
The customer was hospitalized for high blood sugar. The customer stated that he had a bent cannula. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was confirmed and the insulin exited. Instructed the customer to call back to perform the high-pressure test when clamp arrives.